Manufacturer narrative:
Philips bench evaluated the device and determined this was a malfunction of the therapy assembly. Philips bench replaced the therapy assembly resolving the reported issue. We are expecting the return of the defective therapy assembly. Upon receipt at philips the part will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy assembly. The reported problem was confirmed. Philips bench replaced the therapy assembly resolving the reported issue. We are expecting the return of the defective therapy assembly. Upon receipt at philips the part will be evaluated, and the complaint will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a therapy failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.